Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed a super capacitor leak. The device was deemed beyond repair and scrapped. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.